Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 15oct2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer and determined that alarm was due to "oxygen not available". The fse confirmed that the customer was unable to reset the alarm. The fse guided the customer through calibrating the touch screen and the issue was resolved.

Event description:
It was reported that the unit had an unknown alarm that could not be reset. There was no patient involvement. The event date was not specified; estimate used.